Event description:
Pt admitted with c-1 fracture from a skiing accident. Placed on pca for pain control. Someone had instructed the father to push the pca button, so that the pt would not wake up in pain. Pca by proxy is against the hospital policy. The pt respiratory arrested and was given 1 amp of narcan with a successful reversal. Etco2 module was not in use. Review of the event log showed that the device was programmed correctly (hydromorphone 1:1 pca, 0.3mg, lockout tome of 10 minutes). During the 4 hours and 20 minutes of running, 17 pca doses were given. Also, several requests were made for pca doses, but were not delivered due to the fact they fell within the 10 minute lockout period. It appears that pca by proxy led to the respiratory arrest. The device was not used according to directions. In our direction for use manual, we have a precaution that states "only the pt should press the dose request cord button."